Manufacturer narrative:
(B)(4). S/w version 4.11e. Retainer ring = black. Customer returned insulin pump for an alleged cosmetic damage located at the battery compartment and exposed to moisture. Insulin pump received with missing segments/partial display. Device passed the displacement test and failed to pass the self test due to missing segments/partial display. No alarms/alerts on pump memory on event date. Insulin pump was cut open to perform visual inspection and found cracked lcd glass. In addition there is evidence of moisture damage on force sensor pins. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, overlay scratched, stained keypad overlay, pillowing keypad overlay, cracked belt clip rails, stained serial label, keypad overlay texture damage, cracked glass, bleeding. Missing segments were confirmed during analysis due to cracked lcd glass. Cosmetic damage is not confirmed at battery compartment. Exposed to moisture is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was damaged. Insulin pump had crack. Insulin pump had fluid under lcd. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.